Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The information stored directly on the battery integrated circuit was accessed using the software. This showed the voltage imbalance at rest (vimr) and cell over voltage (cov) bits were tripped, permanently disabling the battery. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. It was reported that the power handle had battery error. The reported issue was confirmed. The most likely cause was traced to component failure. Inte rnal process improvements have been initiated to mitigate this issue. It was also reported that the power handle had yellow swim lane and premature end of life. The reported issues could not be confirmed. The most likely cause could not be established from the in formation available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the four bay charger is unable to charge powered battery handles and shows red battery icon with yellow triangle and exclamation mark. Three handles all had over 260 uses remaining and all three led screens show yellow border, red battery with red line through it and exclamation within yellow triangle, yellow swim lane and end of life, the user tried each handle with each bay, twelve combinations, tried handle with single bay charger and this did not resolve the issue. Check connections, clean contacts, power cycle, restart handle were also attempted for each handle and this did not resolve issue. User tried a brand new powered handle and this did not resolve issue either. Medtronic's initial evaluation of the incident device found that the handle was opened up and one of the battery cells was found to be vented.

Manufacturer narrative:
D10 concomitant products: sigsmrtchgr, sig power sigsmrtchgr four bay charger (serial#:(B)(6)), sigphandle, sig power sigphandle handle (serial#:(B)(6)), sigphandle, sig power sigphandle handle (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 (phone number). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.